Manufacturer narrative:
H6: codes were updated. No device was received for investigation. Therefore, the reported complaint is unable to be confirmed. If the device is received, the investigation will be re-opened for further evaluations. Based on the review of the service history and information provided from the customer we are unable to determine a probable cause as the device was not returned for evaluation. No event history log provided.

Event description:
It was reported that the pump had alarmed high pressure. The continuous infusion rate had been set at 5.4 ml per hour, with an original reservoir volume of 250 ml and a remaining reservoir volume of 76 ml. Both the air detector and upstream sensor had been turned off. The infusion had run for 46 hours at lock level 2. The pump had not been used to prime the extension tubing; the tubing had been primed manually. There was patient involvement and no patient harm reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.